Manufacturer narrative:
Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in a spine procedure, their radiolucent clamp broke while mounting the clamp on the patient's anatomy. Spinous process. There appears to be a problem with the screw thread. A second clamp was brought in to use in continuing the procedure. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.